Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 209 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly except for the basal rates. The customer stated that some of her rates were missing. Assisted the customer with correct programming. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.